Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, noise was noted on the right ventricular (rv) lead which resulted in oversensing and an inhibition of pacing. The rv lead was capped and replaced and the patient was stable with no consequences.